Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the facility manager it was clarified that the blood leak occurred immediately at the start of the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually observed with blood seen dispersing throughout the fibers of the dialyzer. The machine being used was a fresenius 2008k machine which did alarm appropriately. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was indicated as being 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device is indicated to be available to be returned to the manufacturer for evaluation.

Event description:
An inventory manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the facility manager it was clarified that the blood leak occurred immediately at the start of the hd treatment. The blood leak was described as being an internal blood leak. The leak was visually observed with blood seen dispersing throughout the fibers of the dialyzer. The machine being used was a fresenius 2008k machine which did alarm appropriately. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was indicated as being 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device is indicated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,g.1.,h.3. A sample was returned from the reported lot number for evaluation. During the visual examination of the sample, a delamination was observed on the non-cavity ID end of the dialyzer extending from approximately 320° to 45°, with the dialysate ports situated at 0°. The polyurethane (pu) was noted as being uneven. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.